Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence after activation. During a revision surgery, the physician determined that the cuff was slightly too big when initially sized, causing the patient to continue leaking. There were no further patient complication.